Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Although a specific cause for the patient¿s infections could not be conclusively determined, the infections were not considered to be device related. It was reported that (B)(6) would not be returned for evaluation. It was reported that the device operated as intended, and that the patient's outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, death, localized infection, sepsis, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with acute gallstone pancreatitis. The patient's hospital course was complicated by septic shock secondary to pneumonia. The patient had new onset seizures in the setting of basal ganglia cerebrovascular accidents (cvas), recurrent acute hypoxemic respiratory failure (ahrf) secondary to covid-19 pneumonia, fungemia, and most recent ahrf secondary to recurrent aspiration. The septic shock was suspected to be either due to gastrointestinal source in the setting of severe ileus versus aspiration pneumonia. The patient was treated with intravenous antibiotics, antifungal medication, and antiviral medication. The patient ultimately expired on (B)(6) 2022 after they were placed on comfort care due to the sepsis. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Postal office or zip code: (B)(6).

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with new-onset seizures in setting of basal ganglia cerebrovascular accident (cva's). The patient passed away on (B)(6) 2023 due to sepsis, comfort care. The death was not considered to be device related. The septic shock was suspected to be either due to gastrointestinal (gi) source in setting of severe ileus vs. Aspiration pneumonia (pna). The patient was treated with intravenous (IV) antibiotics, IV antifungal, and IV antiviral.